Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. A systems check was started; however, the customer ultimately reverted to manual dose injection.